Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).

Event description:
It was reported that the cable tensioner, p/n 391.201, was used along with distraction forceps, to affix a wire to a construct plate. The user attempted to adjust the tension beyond the setting of 20kg but the adjustment knob on the tensioner, although adjustable provided no increase in tension. The user tried to refit the wire on the tensioner but was unsuccessful. There was no report of any ill effect on the patient condition and there was no increase in surgical time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the device history records showed no nonconformances. The device was visually inspected and functional simulations were performed with two different, but standard, size wires throughout the tension range. No malfunctions ocurred. The device was carefully disassembled and none of the components of the assembly were out of tolerance. No device nonconformances were detected and it operated as intended.